Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-6068-90 90° curve straight, quickpass lasso broke. This was discovered during a procedure with no patient harm. The case was completed with another device.

Event description:
Additional information provided 23-dec-2025: it was further reported that this was discovered during arthroscopic labral repair procedure with no delay reported nor additional anesthesia administered. No fragments were reported inside the patient. It was reported that while attempting to pass the lasso around the labrum to retrieve suture, a loud crack was heard, nothing was observed inside of the patient. The lasso was removed and disposed of due to the noise. Upon exam it was noted the lasso separated at the top where the metal attaches to the plastic.

Manufacturer narrative:
Additional information: b5, g3.

Manufacturer narrative:
Complaint allegation is confirmed by the attached picture, which shows the cover broken/disengaged from the base of the quickpass lasso. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force during the prying/leveraging the device during insertion.